Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to adhesive around light guide lens had foreign objects, distal end had residual liquid, adhesive around light guide lens had a crack, and adhesive around objective lens had a crack, additional findings were as follows: suction cylinder had no color; because guide pin of electrical connector was missing water tightness was lost; label on suction connector was damaged; due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a crack; connecting tube had buckling; water tightness of forceps elevator was lost; and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had lack of device rigidity during procedures and looseness of the angle. There was no patient harm associated with the event. The device was evaluated, and it was found that the adhesive around light guide lens had foreign objects, distal end had residual liquid, adhesive around light guide lens had a crack, and adhesive around objective lens had a crack. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the likely causes of the events are due to reprocessing not being appropriately conducted due to leakage from electrical connector (el-connector) and/or forceps elevator. Furthermore, the cracked light guide (lg) adhesive and objective (ob) lens physical stress or chemical stress applied to distal end during device handling by the user. The events can be detected by following the instructions for use (IFU) sections which state: -inspection of the endoscope -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be detected and prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The event can be detected and prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.